Event description:
Third time unit used, irrigation pump would not disengage. The pump continued to run regardless of footswitch setting. No adverse effect to patient noted. No procedure delay incurred.